Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was not booting up. The review of system log files showed ups failure. Upon troubleshooting, the philips field service engineer (fse) found that the fuse on ups was open. To resolve the issue, the fse replaced the fuse and checked the voltage, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.